Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was an unspecified cartridge issue. The customer changed the cartridge and was able to resume insulin delivery. There was no reported adverse impact to customer's blood glucose level.